Event description:
It was reported that during testing, the device would not power on. There was no patient use asssociated with the reported failure.

Manufacturer narrative:
(B)(4). The third party biomed evaluated the device and verified the reported failure. The main pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was returned to the end user for use. The device will not be returned to physio-control for evaluation.